Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The pump was replaced because it was stalling. Following the pump replacement the patient was ¿doing great¿ with her therapy. The patient symptoms related to the event, the drug in the pump at the time of the event, and additional details regarding the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.